Manufacturer narrative:
The phos2 reagent lot number was 867697 with an expiration date of 30-jun-2026. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) replaced the cell rinse tubes, performed various cleaning, adjustment, and check procedures, and confirmed the module was operating within specification. The investigation determined the event was due to an issue with the cell rinse tubes.

Event description:
There was an allegation of questionable results for multiple patient samples tested for phosphate (inorganic) ver.2 (phos2) on a cobas 8000 c702 module. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 10.65 mg/dl. The repeat result was 4.11 mg/dl. Patient 2 initial result was 8.5 mg/dl. The repeat result was 4.3 mg/dl.